Manufacturer narrative:
The manufacturer had previously reported that a devices interface board had been replaced to address a nurse call issue. The device's interface board was not replaced and the device was scrapped per the customer's request.

Event description:
The manufacturer received information alleging a ventilator was having a nurse call issue. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address the issue.